Event description:
Per medwatch report (B)(4), patient .."was injured requiring medical treatment to her right foot ("underlying injury") "thereafter, patient began receiving treatment of the underlying injury from a qualified medical provider." "On or about (B)(6) 2010, patient was prescribed the use of the ctu". As part of the treatment for the underlying injury."since ending the use of ctu, patient discovered that the ctu caused the complained of personal injuries." Patient has suffered: pain, suffering, and inconvenience". Disfigurement, "physical impairment," the allegations of the complaint are unverified.

Manufacturer narrative:
Information received via medwatch report ((B)(4)). No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown. Device manufacture date - unknown.